Event description:
Received a report from a consumer indicating she has been experiencing "a slight piece of material" remaining behind, at the end of her menstrual cycle(s). Consumer advised after the end of her last menses, she sought a medical examination, and her physician removed a piece of tampon pledget. Limited info was provided by the consumer regarding the product brand, absorbency size, and date(s) of event(s).

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation, and date code info for investigation.